Manufacturer narrative:
Reportable loss of pilot cuff will cause cuff to deflate requiring re-intubation.

Event description:
Pilot cuff disconnected.

Event description:
Pilot cuff disconnected.

Manufacturer narrative:
Reportable loss of pilot cuff will cause cuff to deflate requiring re-intubation complaint not confirmed due to inability to accept used product and no photo was provided. Reviewed complaint history for the 24 months preceding the reported event date and found no trending issue. Performed risk analysis with (B)(4) and determined a severity of 6. Received root cause investigation from the supplier. Sent that included in customer resolution to the customer.